Event description:
The pt woke in 2009, and had difficulty moving. The deep brain stimulator was turned off and the pt's spouse was unable to turn the device back on. The hcp was able to turn the device on using the physician programmer. The battery was reported to be 20% depleted. The deep brain stimulator was found turned off again a few days later. The spouse was able to turn it back on. The pt status was reported as 'fine.' No new equipment or sources of possible electromagnetic interference were identified. The pt had not been to any new stores that may have security systems. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.